Event description:
During an unknown surgical procedure on (B)(6) 2013, while tightening a 7.3mm cannulated screw, the cannulated 4.0mm hexagonal screwdriver broke at the shaft into 3 fragments. All fragments were retrieved from the patient, adding less than 1 minute to surgical time. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted. Visual inspections noted that approximately half of the hex tip has broken off. The jagged break starts just above the transition to the shaft, and angles to the distal tip. The broken tip fragment(s) was not returned for evaluation. The returned device was manufactured in september 2002 and is over 10 years old. This issue was addressed on several prior complaints and an internal correction action (CAPA (B)(4)) was initiated to address it. As part of the corrective action, the shaft component (part #314.05.01) material was changed from 440a stainless steel to 465ph stainless steel and was implemented on shaft (314.05.01) lot numbers 4487955 and 4480644. The shaft component (part #314.05.01) of the returned device for this complaint is lot# 4435170 and was manufactured in august 2002 from 440a ss prior to implementation of the CAPA corrective action. The design risk assessment does adequately address the complaint event. A review of the device history records has been requested.